Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional reporting was received that surgery occurred to explant the ipg, which addressed the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgery may occur to address the issue. Ineffective therapy is documented on the following reports (related manufacturer reference numbers): 1627487-2020-23509, 1627487-2020-23510, 1627487-2020-23511.